Manufacturer narrative:
Additional information was received on 5/27/2019: patient date of birth was identified as (B)(6) 1979. Procedure type was identified as breast augmentation primary. Patient race was identified as caucasian. The date of explantation was updated from (B)(6) 2019 to (B)(6) 2019. The patient reported several symptoms, including multiple cysts and bilateral capsular contracture baker grade iii. The device serial number was identified as (B)(4). This report is for the right side per serial number reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with saline mentor smooth round high profile 380cc breast implants and suffered several unexplained systemic symptoms, including shingles, pain and swelling in feet/toe/joints which led to surgeries, weight gain, pain in abdomen, adenomyosis, joint pain, fatigue, brain fog, anxiety, yeast, viral, and bacterial infections, migraines, and rheumatoid arthritis. The patient underwent a hysterectomy in 2014. It was also reported that patient have had numerous lumpectomy and biopsies which led to diagnosis of atypical lobular hyperplasia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices.